Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber exhibited a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber exhibited signs of fracture to the glass cap proximal to fiber/cap fusion zone, allowing the fiber to rotate independently of metal cap and is indicative of a fracture beneath the metal cap; the glass cap exhibited moderate devitrification at the output window; the metal cap exhibited moderate burnt on detritus. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that immediately after beginning to use the surgical fiber, the output beam was observed to blink with little to no tissue effect, and the system went into standby mode three times. A second fiber was opened and set up, however was not used/fired. The case was completed using an alternate procedure (turp). There was no patent injury.